Manufacturer narrative:
(B)(4): it was reported that the patient underwent a pelvic floor repair procedure on (B)(6) 2010 for the treatment of pelvic organ prolapse and stress urinary incontinence. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues. The patient underwent mesh removal surgery on (B)(6) 2011. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent surgery on (B)(6) 2008 for the treatment of pelvic organ prolapse and stress urinary incontinence. A pelvic floor mesh was implanted. The patient experienced multiple complications including erosion, formation of scar tissue, additional surgeries, and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
Date sent to the FDA: 04/14/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to symptomatic cystocele and pelvic organ prolapse.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced pain, discharge, dyspareunia, depression, and emotional distress. (B)(4).